Event description:
The customer reported that a 150j shock was inadvertently delivered to a patient. There was no negative impact to the involved patient who did not require any additional treatment.

Manufacturer narrative:
(B)(4): the customer reported that a 150j shock was inadvertently delivered to a patient. There was no negative impact to the involved patient who did not require any additional treatment. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.